Event description:
The customer reported to olympus, the gastrointestinal videoscope had air/water flow rate that was under the standard. The device was returned for evaluation. During the device evaluation, residual liquid or foreign material came out of camera head tube, and the black covering of the bending section had clotting protein. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
E2 marked in error. The device was returned to olympus for evaluation and the evaluation found the nozzle was clogged, the plastic distal end cover was deformed, the adhesive on black covering of the bending section was detached, the connecting tube had a wrinkle, and the universal cord had a wrinkle. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. No physical damage was confirmed at the place where the foreign material remained. Based on the results of the investigation, it is not possible to establish the root cause. The event can be detected and prevented in accordance with the following instructions for use (IFU) which state: -IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. -IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer did not know when the foreign material adhered to the endoscope, what the foreign material was, or whether the endoscope was used for a procedure with the foreign material attached to it. It is unknown if reprocessing steps followed the instructions for use. Olympus will continue to monitor field performance for this device.